Event description:
The device was returned because it didn't turn on. The results of the investigation found that the device's downstream occlusion (dso) seal was detached, and the air detector was damaged. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal as well as a damaged air detector. The dso seal and air detector were replaced to fix the issue.